Event description:
(B)(4): 8fr acunav catheter didn't transmit or display ultrasound image, non-functioning catheter replaced with new one and the second catheter worked without any problems. No consequences to the patient were reported.

Manufacturer narrative:
A follow up report will be submitted when the investigation has been completed.